Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrest and patient outcome could not be conclusively determined through this evaluation. Review of the log files confirmed a pump stop event related to full depletion external power and the backup battery. Additionally, evaluation of the returned device confirmed the report of thrombus within the pump. (B)(6) was returned assembled with the pump cable severed approximately 14¿ from the pump header. The remainder of the pump cable as well as the modular cable were not returned. The sealed outflow graft was returned secured to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Examination of the textured blood-contacting surface of the inflow cannula revealed a thin, tissue-like biological lining adjacent to the proximal opening. This deposition was well-adhered and did not appear to occlude the blood flow pathway. Examination of the inflow cannula also revealed a red, tissue-like deposition occluding the distal end of the inflow cannula. Upon disassembly of the returned device, red tissue-like depositions were observed in the volute and pump outflow of the pump cover as well as the eye and vanes of the rotor. The observed depositions appeared to be consistent with an ingested thrombus; however, the specific origin of the depositions could not be conclusively determined through this evaluation. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the log files revealed a sequence of events consistent with full depletion of external power while operating on battery power followed by full depletion of the backup battery spanning from (B)(6) 2025 into (B)(6) 2025. These events resulted in the pump stopping on (B)(6) 2025 at 04:44:16. The pump was powered back on at an undetermined time as the controller clock was not set, consistent with the full depletion of the backup battery. The pump ramped up to the set speed and operated for approximately 1 hour and 48 minutes, during which estimated flow typically ranged from 0.0-2.0 lpm. The driveline was then disconnected, and the controller shutdown sequence was started. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when connected to power. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists death and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at home. Interrogation of the lvas showed the pump was off due to no external power. Log files were review by tech services. Log files appeared to capture low voltage advisory and hazard events that were not responded to, depletion of the 14-volt batteries, initiation of emergency backup battery usage, depletion of the ebb, and finally pump stop. Log file review also captured power being restored at an unidentified amount of time later with the pump resuming operation for 1 hr 48 mins, followed by a driveline disconnect and pump off. It was later reported that the patient's death was due to cardiac arrest on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that a thrombus found in the pump. An autopsy on the patient was conducted, and the pump was explanted for evaluation.